Manufacturer narrative:
A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing pain at the pocket site, burning sensation and irritation due to ipg location. The patient underwent a revision procedure wherein the ipg was relocated and a lead extensions were added. The patient was doing well post-operatively.

Event description:
A report was received that the patient was experiencing pain at the pocket site, burning sensation and irritation due to ipg location. The patient underwent a revision procedure wherein the ipg was relocated and a lead extensions were added. The patient was doing well post-operatively.